Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced chest pain while performing apd therapy on the homechoice device. The patient was connected to the homechoice device and the chest pain occurred during an unspecified dwell step (no further information was provided). It was not reported if the patient was hospitalized for the event or if the patient required medical intervention. No further information was provided regarding the outcome of the event. No additional information is available.